Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the dvi port not functioning could not be identified. However, it¿s likely the cause is related to either faulty printed circuit boards or a faulty converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center experienced an out of box failure. According to the initial reporter, the dvi input port was not functioning. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.